Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, bleeding, infection, urinary and bowel problems, recurrence, dyspareunia, vaginal scarring, depression, bloating, pelvic pressure, and lower back pain. It was reported that on (B)(6) 2010 the patient underwent mesh removal. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary. Frequency.

Event description:
It was reported that following insertion the patient experienced urinary frequency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. Another gynecological procedure on (B)(6) 2010 and a different mesh were used. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-05980. The same patient is represented in each medwatch.